Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via ventriculoperitoneal (vp) on an unknown date with unknown setting. On unknown date, the patient was rushed to the hospital due to intracerebral hemorrhage. The pressure could not be changed and the patient¿s consciousness was fading. Spinal fluid was extracted from the reservoir and on (B)(6) 2023, a revision surgery was performed. The valve was explanted and replaced with a hakim valve (ID 823101) on (B)(6), 2023.

Manufacturer narrative:
Additional information received: "the product was implanted at different facility in 2017". "The causal relationship between intracerebral hemorrhage and the product is unknown."

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; only leaked from the needle hole in the needle chamber. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. At the time of investigation, no programming issue was noted. A possible root cause for the issue reported by the customer could be due to improper handling of the device.